Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem with the recharger. It was noted that the patient had been getting 0 coupling over the last couple of months. It was noted that the patient had tried turning the antenna dial and pressing the ¿green button,¿ but was still seeing 0 shaded coupling bars. It was stated that the patient¿s implantable neurostimulator (ins) battery level was decreasing too quickly. It was stated that the ins battery depletion issue had started within the last 4-6 months and was a gradual change that had started to accelerate over the past couple of months. It was stated that the battery had been full on the night prior to this report and was at ¾ full by the time of this report. It was noted that the patient¿s stimulation had been off during the night prior to this report. Additional information received reported that the patient had received assistance from his healthcare provider (hcp) or a manufacturer representative on (B)(6) 2014 and his concerns were resolved.